Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory had an observation relating to the battery longevity estimator. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead dislodged from loss of slack and exhibited unstable capture at high values. The lead was repositioned and remains in use. It was also reported that the implantable pulse generator (ipg) exhibited shorter than expected battery longevity caused by the longevity estimate going through a specific manufacturing test twice. The longevity estimate will correct itself over the next several weeks. The ipg remains in use. No patient complications have been reported as a result of this event.